Event description:
This is a (B)(6) female pt presented to the emergency dept on (B)(6) 2011 with increase swelling in the right arm. A venous doppler ultrasound of the right arm showed clotting from the right subclavian vein proximal to the brachial vein. The pt was admitted with a diagnosis of PICC line associated dvt of the right upper extremity, left calf cellulitis, anemia, hypertension, diabetes mellitus and status post cva. The right PICC line was discontinued on (B)(6) 2011 and the tip appeared to be intact, there was no difficulty or resistance to remove the PICC line. Approx four hours later the pt complained of chest tightness and become sob. The pt underwent a CT of the chest on (B)(6) 2011 which showed a wire or catheter dislodged in the main, bilateral pulmonary arteries, and appeared coiled in the left pulmonary artery. On (B)(6) 2011, the pt underwent a pulmonary angiogram for removal of the foreign body and was unsuccessful. On (B)(6) 2011, the pt returned to the radiology dept for another pulmonary angiogram and the retrieval of a foreign body was successful.